Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24april2019. (B)(4). No phone number provided. The manufacturer¿s international service technician determined that the rubber boots which connect the air outlet port with the blower and the vibration-proof ring oscillated causing resonance. The position for the rubber boots and the vibration-proof ring were adjusted. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a howling noise occurred in the unit internally at exhalation. There was no patient involvement. Event date not specified; estimate used.